Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the incision site. Subsequently, the patient was prescribed oral antibiotics (date not reported) as well as IV antibiotics for 6 weeks, commencing on (B)(6) 2015. The implanted device remains.